Event description:
It was reported that ams 700 cylinder and pump were replaced due to cylinder length complaint and dimpled pump. Additional information received stated that the length of the cylinder was too long for the patient. The patient was doing well post procedure.

Event description:
It was reported that ams 700 cylinder and pump were replaced due to cylinder length complaint and dimpled pump. Additional information received stated that the length of the cylinder was too long for the patient. The patient was doing well post procedure.

Manufacturer narrative:
Product analysis identified a leak in the krt of cylinder 1; however, based on the determination that the damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. No other damage nor device malfunctions were identified. Cylinders too long for the patient anatomy typically will exhibit buckling folds; however, visual inspection did not identify any buckling folds present. Product analysis therefore could not confirm the allegation related to the cylinder length being too long nor a device malfunction. Product analysis confirmed the allegation related to pump malfunction based on the identification of a pump functional test failure. The pump failed deflation test (3) which verifies fluid is moving from the cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed and 4psi of back pressure is applied on the cylinder. Based on this identified test failure, product analysis concluded a pump malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The ams 700 hazard analysis indicates cylinder/rte assembly selected too long for patient anatomy is identified as a hazard. Based on the information provided, the as reported events of this complaint therefore do not represent a new hazardous situation as additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.